Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that patient experienced atrial flutter and st segment elevation during a farawatch procedure. It was reported that a farawave catheter was selected for use for a farawatch procedure to treat atrial fibrillation and atypical atrial flutter. The original farawave catheter was replaced, with a similar device due to spline inversion issues and 301 pre pulse messages. The procedure was completed with the new farawave catheter, but the patient was left in atrial flutter. The physician applied therapy with the farawave catheter to the left atrial ridge to treat this issue, which is considered off label use. The flutter broke and patient went into sinus rhythm. Then, st segment elevation was observed in the patient. The physician felt like it was from the treatment by the left atrial ridge and administered nitro. The st segment elevation resolved to normal. The ablation procedure was finished at that time and the physician proceeded with the watchman. After the watchman was complete, all devices were removed from the patient, and the patient was woken up. The patient was arousable and same day discharge was expected. During the procedure, no air was observed in the device or patient, and irrigation was never stopped or interrupted. No patient conditions were reported that could have led to a negative intrathoracic pressure.